Event description:
A high reading issue was reported with use of the adc device. The customer received unspecified high sensor scan results and as a result, experienced symptoms described as sweaty, a seizure and was unable to self-treat. Customer required unspecified third-party intervention by wife who provided sugar as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with use of the adc device. The customer received unspecified high sensor scan results and as a result, experienced symptoms described as sweaty, a seizure and was unable to self-treat. Customer required unspecified third-party intervention by wife who provided sugar as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. This is also serves as a correction report. Section h4 - device mfg date was incorrectly documented in the initial report. The correction has been made here.